Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# (B)(4), product type: lead. Product ID 747240, serial# (B)(4), product type: extension. (B)(4).

Event description:
The consumer reported shocking. When the patient turned therapy off, she had been feeling "jolts/shock" sensation for the past year. The shocking was noted to be intermittent. No trauma or falls were reported to be related to the issue. The change in therapy or symptoms was noted to be gradual. The patient's indications for use included post laminectomy pain. No outcome was reported regarding this event. If additional information is received, a follow-up report will be sent.